Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose that day was above 600 mg/dl without signs or symptoms of hyperglycemia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they resumed pump therapy with the same pump, and the pump's settings were not recently changed. During troubleshooting, it was reported that the pump's lost power unexpectedly without low battery or replace battery alerts. It was unknown whether the battery cap was secured appropriately prior to the power issue. It was reported the pump powered on after battery replacement. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/05/2016 with the following findings: unexplained por event observed in the black box on (B)(6) 2016 21:02; deliveries never resumed. The bb shows a replace battery alarm on (B)(6) 2016 06:23; deliveries resumed at 13:23. A battery compartment crack was found below the bumper pad. No damage found to returned battery cap. Battery cap measurements are within required specification. Returned battery cap securely tightens to the pump with no yellow o ring showing. Pump boots to the verify screen with audible and vibratory features. Pump was exercised for 24hrs with returned battery cap; no pors were duplicated during this time. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. A replace battery alarm and a low battery warning were reproduced the investigation; pump gave the appropriate sound warning and displayed correct message on the screen. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. The complaint was verified in the history but could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).